Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a moderate to severe calcified arteriotomy closure of the left and right common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair procedure with an 8f sheath. Reportedly, two prostyle devices on the left side and one prostyle device on the right side had an issue with the footplate not retracting. However, the first two ultimately retracted allowing the devices to simply come out. With the third device, the lever was closed but footplate did not retract, and it tore the vessel on the left side. Vessel damage was not noted on the right side. A cutdown with manual suturing was done on both sides to achieved hemostasis and to repair the vessel on the left side. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported difficult to open/close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case the device was likely inserted into the vessel, then removed possibly due to the interaction that damaged the sheath or an interaction with calcification; however, this cannot be confirmed. A factor for difficult to open or close includes but is not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.